Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the tubing connector. The infusion set was in use for one day. No additional information available.